Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal. A scratch is observed on the anterior surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. There are no other complaints in this lot. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient could not tolerate the glare and halos. The iol was exchanged approximately six months after the initial implantation.